Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported MRI findings as right-side device "shows subcapsular lines and keyhole sign (teardrop, loop) indicating presence of silicone inside and outside the minimally collapsed implant. Diagnostic impression: intracapsular rupture of the right implant. In addition to the alteration in the imaging exam, the patient complains of changes in shape, swelling and occasional pain in the breasts." Patient requested exchange due to recall. Device remains implanted.